Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio observed that it would not charge or defibrillate when prompted.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Due to the age of the device and the costs associated with the repair, the customer declined service and will instead purchase a replacement device. The cause of the reported issue could not be determined.